Manufacturer narrative:
An event regarding incorrect selection whereby it was reported during left tka surgery, the surgeon incorrectly implanted a right femoral implant. Conclusion: the reported event is in relation to implanting a right scorpio femoral component in a left knee. There is no indication or allegation that device reported in this investigation contributed to the event of implanting the incorrect device. As per the current packaging IFU, "the femoral components are designed in right and left configurations. Before clinical use, the surgeon must thoroughly understand all aspects of the surgical procedure. Appropriate selection, placement and fixation of the total knee components are critical factors which affect implant service life." It is the responsibility of the surgeon to select the correct implant and as such it has been determined that this event is associated with an off label application. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that when left tka surgery, the surgeon incorrectly implanted the right femoral implant. This event was confirmed after surgery.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that when left tka surgery, the surgeon incorrectly implanted the right femoral implant. This event was confirmed after surgery.